Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 device and the reported events could not be conclusively determined through this evaluation. The research article titled ¿role of right ventricle reserve assessment and left ventricular unloading to predict right heart failure after left ventricular assist device implantation¿ was received. The article described a heartmate 3 patient who had a dilated right ventricle with mild to moderate dysfunction prior to left ventricular assist device (lvad) implant. The patient was not considered to be a high risk for right ventricular failure and would not be considered at a high risk of right ventricular failure following lvad implant. However, following the left ventricular assist device implant, the patient experienced acute right ventricular failure. The article illustrates how hard it is to predict right ventricular failure prior to implant and how right ventricular failure following lvad implant continues to be associated with poor outcomes. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. DHR review labeling the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document (B)(4), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "role of right ventricle reserve assessment and left ventricular unloading to predict right heart failure after left ventricular assist device implantation", that a 62-year-old man developed acute right ventricular failure (rvf) following implantation with the heartmate 3 left ventricular assist device (lvad). The patient had a history of non-ischaemic cardiomyopathy with a left ventricular (lv) end-diastolic diameter of 7.7 cm and a lv ejection fraction of 25%. The patient had severe mitral regurgitation and a dilated right ventricle (rv) with mild to moderate dysfunction and moderate tricuspid regurgitation. Their renal and liver functions were normal and they had elevated pulmonary vascular resistance but was not on any inotropes. The patient was treated with nitroprusside. Their interagency registry for mechanically assisted circulatory support (intermacs) profile was 4. The patient's right arterial pressure (rap) was normal at 6 mmhg; pulmonary artery wedge pressure (pawp) was elevated at 20 mmhg and pulmonary artery pulsatility index (papi) was 3.33. These parameters did not signify a high risk of rvf and this patient would not be considered at high risk of rvf after implantation of a durable left ventricular assist device (lvad) according to traditional criteria. However, the patient ended up experiencing acute rvf following heartmate 3 implantation. This case study illustrates how hard it is to predict rvf prior to implant and yet rvf following lvad implantation continues to be associated with poor outcomes.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication since the data collection dates were not provided. Medical university of south carolina; muha medical center. Tedford, r. (2024, february 15). Role of right ventricle reserve assessment and left ventricular unloading to predict right heart failure after left ventricular assist device implantation. Radcliffe cardiology. Https://www.icrjournal.com/articles/role-right-ventricle-reserve-assessment-and-left-ventricular-unloading-predict-right-heart. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.